Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device log files for the connected ventilator were not provided. The reported issue was investigated further on-site and it was found that the compressor's motor relay was defective and required replacement. The compressor was cleared for use after replacement of the damaged part. The replaced part was not returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).